Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6)2023. On the morning of (B)(6)2023 at around 5:00am, the patient's sensor failed and the patient reported symptoms of not remembering anything and kept yelling. He checked a finger stick and the bg was 19 mg/dl. His wife called an ambulance and when paramedics arrived, they checked a bg and it was around 32 mg/dl. They treated the patient with dextrose and the patient ate peanut butter and a sandwich. After treatment, the patient stabilized and the paramedics left. At the time of the report, the patient was in normal condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hypoglycemia.